Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to over 360 mg/dl (20 mmol/l) while wearing the pod between 24 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (chest), and that it was leaking insulin all over their chest. The patient also reported that when the pod was removed, there was blood on the cannula. Treatment details were no provided. The pod was discarded.